Event description:
A customer reported via webform that the adc device detached prematurely. Due to this, customer indicated they received treatment of either insulin, glucagon, and/or unspecified medication provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Additional follow up with the customer confirmes there was no medical event which occurred with this issue. The previous initial report was filed in error. No futher reports are required.

Event description:
A customer reported via webform that the adc device detached prematurely. Due to this, customer indicated they received treatment of either insulin, glucagon, and/or unspecified medication provided by a third-party. There was no report of death or permanent injury associated with this event.